Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the solenoid was defective. A field service engineer replaced a new drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system experienced issues due to a malfunctioning half-height drawer. The customer reported that system started to emit smoke when it was plugged in. There were no adverse events or injuries reported based on this event.